Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this pacemaker would not provide pacing therapy after connecting the right atrial (ra) and right ventricular (rv) lead. The pacing impedance measurements were also greater than 3,000 ohms. After removing the device, it was tested by connecting a lead submerged in a saturated saline solution and the pacing impedance measurements were still greater than 3,000 ohms. The device was not implanted and planned to be returned. No adverse patient effects were reported.